Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the device: visual analysis of the photographs identified, a device appears to be broken inside a plastic bag.

Event description:
Patient reported, left side "rupture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on radius, broken shell anterior and radius, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified, striated broken on radius, crease sharp opening on posterior, sharp opening on anterior crease fold, wear abrasion and missing shell (0-25%). A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as fold flaw opening. A striated opening assessed, as surgical damage. A sharp opening on anterior assessed, as an unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Patient reported, left side "rupture". Device has been explanted.